Manufacturer narrative:
The lens was not returned for evaluation. A device history record review (DHR), did not find any non-conformities or anomalies related to this event. Based on the available information, a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
It was reported that the patient developed dysphotopsia in the left eye approximately one week post lens implant. The lens was removed and replaced with a different model lens of different diopter power. Patient¿s prognosis at post-intervention visit was reported as "vision and dysphotopsia is improved and expected to continue". In the surgeon's opinion, the most likely root cause of this event is the optical properties of the lens.